Event description:
The customer tested his blood glucose and received a reading of 311 mg/dl using his contour meter. He retested using another meter and received a reading of 150 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the result fell within the normal control range. No product will be returned for evaluation.